Event description:
The hospital reported that vasoview hemopro vh-3500 used for an endoscopic vein harvesting procedure, toggle switch on the device would not activate. Another kit was opened to complete the case. No patient effects were reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/11/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the heater wire or on the gray silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000306437 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.